Manufacturer narrative:
A review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The complaint as reported cannot be confirmed. As noted above, the specimen presents several bends/kinks located 1.45 to 2.10cm, 3.18cm from the distal tip and numerous other bends/kinks of varying severity an frequency scattered over the length of the ptfe coated wire shaft. The distal-most pt marker is displaced to within 0.194cm of the distal coil; the wire surface presents indications of solder joint application in the correct locations. With the exception of the distal tip and the proximal marker coil proximal solder joint, the solder joints present varying amounts of deterioration. Dried blood-like material is present on the coils and ground core wire surfaces. No damage or anomalies were noted to the specimen device by the end user at the time of the clinical event. The records indicate the specimen device did not undergo any cleaning or decontamination in the 35 days from the reported date of the clinical event ((B)(6) 2015) until decontaminated on (B)(6) 2015. The interactions of the materials to the environmental exposures can affects the solder joint. Coupled with the exposure substances is dwell; the time the specimen is exposed to the environmental condition. Based on the evidence presented by the sample and the information provided by the supporting documentation, it appears that clinical and procedural factors may have impacted on the event as reported. Post event handling appears to have impacted on the as-received condition of the specimen.

Event description:
Reportable based on analysis completed on (B)(6) 2015. The complaint device could not cross the lesion. The procedure was completed with a cruise guide wire. Severe tortuosity of vessel, 99% stenosis, moderately calcified lesion.